Event description:
As reported, button 2 of a 6f¿7f mynx control vascular closure device (vcd) was extremely stiff and the sealant was removed from the body together with the system during right-side deployment. Additional manual compression was applied, and hemostasis was completed without further issues. There was no reported patient injury. The case was a neuro-endovascular surgery performed via bilateral retrograde approach from both groins. Both sides were changed to 6f x 10 cm short sheaths for hemostasis. The left side was performed according to instructions and hemostasis was achieved. On the right side, the sealant was deployed with button 1. After 2¿3 minutes, fluoroscopy confirmation was performed for removal, the balloon was deflated, and button 2 was attempted to be pressed but was raised and could not be pressed. The balloon was deflated again using the locking syringe. Button 2 was pressed again and was significantly harder than usual but was eventually pressed, and the device was removed. The sealant was deployed outside the body and appeared to stick to the device. The procedure used a retrograde approach. The deployer had completed mynx training. A non-cordis 6f × 10 cm sheath introducer was used. Femoral artery suitability was verified on angiography, including confirmation of a 30¿45 degree insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was reported, and there was no presence of peripheral vascular disease or calcium at the puncture site. The device was stored and prepared according to the instructions for use. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed and the balloon was fully deflated. No damage was noted to either button before use. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.